Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced all diluent tubing from the diluent well fill and drain to the waste valve. The fse also replaced the check valve, 3-way waste valve, and 3-way wash valve. The fse found there was potential contamination to the point where bleaching was not effective. The fse ran troponin biorad. All results were within acceptable range. The aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to a defective valves and tubing.

Event description:
On (B)(6) 2017, a customer reported troponin biorad 1 was high with the aia-600ii analyzer. It was too close to the top of the range. The customer is unable to run ckmb and ctnl 2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ckmb and ctnl 2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.